Event description:
It was believed that the patient had an infection. The surgeon removed the head/liner/insert, took cultures, washed out the hip and replaced with new components. The patient had presented to the physician with pain. Patient underwent a surgical procedure.

Manufacturer narrative:
Additional devices listed in this report: cat # 626-00-38d, lot # 38009604, description: modular dual mobility insert. Cat # 6260-9-222, lot # 37684901, description: 22.2mm +3 lfit v40 head. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation because the patient would not release them. Additional information has been requested and if received, will be provided in the supplemental report. Not returned.

Event description:
It was believed that the patient had an infection that was caused by staphylococcus. The surgeon removed the head/liner/insert, took cultures, washed out the hip and replaced with new components. The patient had presented to the physician with pain. Patient underwent a surgical procedure.

Manufacturer narrative:
An event regarding infection involving a restoration adm x3 ins was reported. The event was not confirmed. Device evaluation not performed as the reported device was not returned for evaluation. A medical review was not performed because insufficient information was provided. The device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. The exact cause of the event could not be determined because insufficient information was provided.